Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.

Event description:
The customer reported that the settings were jumping around when they tried to change them. There was no patient involvement.